Event description:
It was reported by resmed france that during incoming inspection, a system fault occurred that indicated that the device was out of calibration. The device was not in use when the fault occurred, therefore, there was no pt involvement. MFR - 3004604967-2014-00051.